Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.internal insulation abrasion was noted at 19.5-20.1cm from the tip electrode. The etfe coating was intact at this location.(B)(4).